Manufacturer narrative:
These events occurred sometime in 2017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the coil caps separated from the housings of four (4) multirate infusors. This was observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured february 26, 2016 ¿ february 27, 2016. The actual device was not available; however, a photograph of one sample was provided for evaluation. The photo shows evidence of a separated coil cap due malformed housing. Since the upper area of the housing was malformed, the original shape and size of the housing changed and consequently caused the coil cap to separate as the coil cap would no longer fit the original shape/size of the housing. The cause of the malformed housing could not be determined. The reported condition was verified for one device. The other three devices were not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.